Manufacturer narrative:
According to our field service engineer (fse) the ventilators pc boards were contaminated with moisture. The issue was solved by cleaning and drying the affected parts. There is no information on how moisture/liquid spill entered the ventilator or what kind of moisture/liquid spill it was. Ingress of moisture/liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction.

Event description:
It was reported that the ventilator's patient circuit boards were contaminated with moisture. There was no patient harm. Manufacturer's ref.#: (B)(4).